Event description:
It was reported that during surgery for a distal humerus fracture on (B)(6) 2013 while surgeon was inserting one (02.211.028) self tapping locking screw into an unknown screw position using the (02.117.702) medial distal humerus eight hole plate, the screw would not engage and lock into position on to the plate. The locking screw was removed and revised to a different locking screw into alternate hole position on the plate. Also, during the same surgery on the other side of the humerus bone using the lateral distal humerus eight hole plate while drilling off center, surgeon tried to insert two screws(unknown screws)but could not obtain purchase, so the screw hole position on the plate was left empty and an alternate hole position was used. Because of these events an additional 15 minutes was added to surgery. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.